Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing could neither confirm nor reproduce the reported device unexpected power down. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly.there was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.